Event description:
Pharmacist called to report sticking themself with returned 10 pack of syringes. Consumer who returned the bag, opened, with some needles unshielded. Pharmacist stuck themself. The customer returned the syringes.